Manufacturer narrative:
Updated fields: b4, e1 event site telephone, e3, g3, g6, h2, h11. Corrected fields: h6 (investigation findings). Pump has been sequestered from the unit for a recurring gas loss alarm. He wasn't sure what to do maintenance wise and said that he requested service but they sent him over to me instead. Esp was able to put him in touch with michael ramos who said he would contact him asap.

Event description:
N/a

Event description:
User called into emergency support program line to request and report issue during use with cardiosave regarding gas loss alarm. There was no harm or injury reported.

Manufacturer narrative:
A gas gain/loss in the iab circuit takes place when a gas gain/ gas loss has been detected in the iab circuit respectively. When a cumulative shuttle gas gain / loss exceeds 5 cc, relative to the last autofill volume. The alarm activates when iab inflation period >= 80 msec and deflation period >= 250 msec. Troubleshooting performed via phone with emergency support. No service/repair performed or parts replaced.